Manufacturer narrative:
(B)(4). Physio-control performed a clinical review of the reported event and determined cause of the reported event was due to use error. The device user did not turn on the device sync function prior to administering a shock to the patient during an elective cardioversion procedure. The medwatch report in the FDA maude database did not include the device serial number or any information regarding the identification of the user facility or the reporter. Investigation of the reported event and follow up with the customer / reporter was not possible.

Event description:
A user facility report was found on the FDA maude website (report number (B)(4)) regarding a lifepak 12 defibrillator/monitor that was related to a patient use event with the following event description: "during an elective cardioversion with a lifepak 12 defibrillator, the first synchronized attempt did not cardiovert the pt. A second shock was given without the physician pressing the sync button, thus a non-synchronized shock was given that results in a life threatening v-tach heart rhythm. A code blue was called to resuscitate the pt back to a normal rhythm."